Manufacturer narrative:
It was reported that when setting up for a "cardiac cath procedure" on (B)(6) 2025 "the tech noticed fluid leaking from the syringes and identified a small hole in two 10cc bd syringes." The customer reported the procedure was completed using an alternate device and there was "no harm to patient". No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that when setting up for a "cardiac cath procedure" on (B)(6) 2025 "the tech noticed fluid leaking from the syringes and identified a small hole in two 10cc bd syringes."